Event description:
It was reported that airway manipulation: attempt 1: cmac c blade. Grade IV view. After short period of assessment, took the view that intubation would not be successful, and removed blade for reoxygenation. Reinserted opa, ventilated successfully, although o2 saturations dipped significantly (70%), and were slow to recover. During this time runner was sent to urgently fetch d-blade. Assistance arrived from other theatres - they were able to locate d blade quickly. D blade failed to work (black screen) despite multiple attempts to disconnect/reconnect (same screen as c blade). Attempt at reintubation abandoned and reoxygenated pending functioning d blade location. Different screen and d blade, which did work immediately. During debrief, non-functioning screen reassessed. Began working again. Pin connection problem.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).